Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tube was kinked and had electrodes malfunction during the procedure. The electrodes failed to show proper I mpedances/connection and corrupted the patient data with artifact during use, active monitoring during the total thyroidectomy procedure. The issue was not evident immediately upon attempting to monitor as it occurred randomly throughout the procedure. The device did not show 0 as full stim was sent and received. The electrodes channels were going out. The unit was used for the first time and it did not displayed any error message. The ground and return electrodes were replaced, pod replaced, all connections to base, amplifiers, and stim box checked. There was no delay with the procedure. The procedure was completed without the use of monitoring. There was no patient impact.